Manufacturer narrative:
G4:15jan2021. B4:03feb2021. The service technician confirmed the touchscreen was unresponsive. The repair was canceled upon the customer's request. The unit was returned to the customer unrepaired. No service was performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6)2020. Date of report: 05jan2021.

Event description:
It was reported that the ventilator's touchscreen did not work. There was no patient involvement.